Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test using a new lab transfer guard. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose was 245 mg/dl at the time of the incident. It was explained to customer the filling reservoir techniques. Troubleshooting was not completed as this was a past event. The product will be returned for analysis.